Event description:
Customer reported that the insulin pump alarmed button error. He removed and reinserted the battery and received an unexpected restart alarm. Customer was working out and was going to take a shower. Unexpected restart, external ram error and button error alarms found in the alarm history. Customer was advised to program a normal bolus into the air. Bolus amount was recorded in the bolus history. Blood glucose value was 150 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed the self-test. No unexpected alarms during testing. The insulin pump passed the no delivery error test. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, stained end cap sticker, case cracked at the reservoir tube window corner and cracked reservoir tube window.